Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level at the time of the incident went over 700 mg/dl and current blood glucose 350 mg/dl. Customer treated with manual injection. Customer stated insulin pump had motor error and no delivery alerts. Customer declined calling to emergency service. The insulin pump will be returned for analysis.